Event description:
It was reported that the device alert tone was activated for several hours but no alert criteria were met and no alert events were saved. No magnet was in the device vicinity. Tone was turned off when all alert criteria were disabled. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device alert tone was activated for several hours but no alert critera were met and no alert events were saved. No magnet was in the device vicinity. The tone was turned off when all alert criterias were programmed off. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was evaluated and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.